Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a sheath kink was observed. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the flexcath advance sheath, 4fc12 with lot 57822, was returned and analyzed. Visual inspection of the sheath showed the device shaft was kinked at 24 centimeters from the tip. In conclusion, the reported issue was confirmed through testing. The sheath failed the returned product analysis due to a shaft kink near the tip. If information is provided in the future, a supplemental report will be issued.